Event description:
The pt underwent acucise procedure of the right ureter secondary to stone removal. Bleeding occurred from injury to a 1mm small uterine artery. The pt underwent exploratory laparotomy and was stabilized.